Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Unit returned was received inside of a plastic bag which is not the original package. Leak test inspection was performed on the returned device using equipment manometer ID# 8.0324 (calibration due date 07/2022). Results: the device presented leakage. Based on the leak test results, the reported nonconformance is confirmed. During returned sample analysis, it was observed that a resin line was embedded throughout a section of circuits ring base on the preliminary investigation findings, the most likely root cause is the use of the adult nozzle on the extrusion machine, which causes buildup of resin, due the larger design of the nozzle tip, generating embedded lines throughout sections of circuit rings, resulting in leakage failures. The cause of the reported problem was traced to the manufacturing process. Lot number met the requirements to release the lot with no deviations identified during their manufacturing.

Event description:
Information was received indicating that a smiths medical breathing circuit was detected to have an air leak error. There was no patient injury and no reported adverse events.